Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the procedure, the case was cancelled due to the generator not powering up. Upon start up the screen was blank and would not go through the normal boot up sequence. Different outlets were tried, and the generator was turned off and back on with no resolution. The procedure was aborted with no adverse consequences to the patient.